Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 13.4 cm to 13.7 cm from the connector pin, due to friction with device can. The outer coil was exposed in the same area, which could have contributed to the complaints in the field.

Event description:
It was reported that the right atrial lead exhibited noise. During removal of the lead, an insulation breach was noted. The lead was cut and capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.